Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported that he was unable to duplicate "fiber-optic sensor module failure". The iabp was tested with a balloon, fiber optic test module, and trainer. The iabp passed all tests. The stm also performed the fiber optic functional test in diagnostics, and the iabp passed as well. There were no faults logged related to fiber optic failure. The stm replaced exch cardiosave fiber optic assy,rohs module as a precaution. Then verified iabp calibrated and passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that prior to use on patient, the intra-aortic balloon pump (iabp) alarmed "fiber optic module failure". There was no patient involvement, thus no adverse event reported.